Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances of greater than 200 ohms. Reportedly, the coil to coil and ventricular triangle configurations measured shock impedances greater than 200 ohms. During the lead revision procedure, the shock vector was programmed to the coil to the can. In this configuration the shock impedance measured approximately 90 ohms. The physician decided to explant and replace the lead. However the patient was occluded and could not be still. The replacement was rescheduled to be replaced with another manufacturer. No further information is known. No additional adverse patient effects were reported.